Event description:
Reporter alleged obtaining discrepant blood glucose values of 99 mg/dl, 192 mg/dl, and 14 mg/dl back to back with a result of 183 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time other comparative tests of 109 mg/dl and 14 mg/dl were performed back to back with a result of 197 mg/dl within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.